Event description:
It was reported by the customer that a pyxis medstation es system hardware was failed. The customer stated that there was a delay in dispensing workflow and unable to access the medication due to drawers was not open. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer secured connection and tested to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.